Event description:
Boston scientific received information that this right ventricular lead displayed noise which resulted in the storage of ventricular tachycardia events in the device logbook. Poor sensing measurements were also noted. The threshold and impedance measurements were normal. The device was reprogrammed to resolve the issue. No pacing inhibition was noted and no adverse patient effects were reported. Despite the event stating the device was reprogrammed, berlin has informed us that this lead has been returned to them for analysis. No date of explant was provided.